Event description:
A site representative called to report that they tried tracer device registration 5x and it was successful on the last try but the surgeon felt inaccurate during an ent case. While in the navigate task, they tried to verify the suction instruments which gave an out of range error message. The ent reg probe verified without issue. The pt was reported to had loose skin. The surgeon opted not to try point merge registration of the pt. The surgeon discontinued the use of navigation and there was no impact to the pt.

Manufacturer narrative:
Pt info was not available at the time of this retrospective report. Per the reported event, the pt's anatomy contributed to the reported difficulty registering the pt. After the case, the site was able to register the instruments. A medtronic ent igs specialist tested the system at the site and found it to be fully functional. The software investigation did not find an issue with the software.